Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a display issue with the onetouch ultrasmart meter. The medical affairs specialist (mas) was able to correspond with the pt by telephone on the same day, and classified the complaint based on the following info received from the customer. The pt tests his blood glucose 10 times a day and he manages his diabetes via humalog 10 units, 4 times a day and lantus 50 units, once in the evening on a fixed scale. The pt stated that the alleged issue began 3 to 4 months before contacting lfs. During that time, the pt reportedly cleaned the subject meter's display with alcohol and noticed that the display became cloudy. The pt stated that lately his vision became very poor and that he could not even make out what the readings were in the subject meter. He did not make any changes to his diabetic medications following the reported issue. At an unk time, after the reported issue began he reportedly experienced symptoms of "shakiness and dizziness", which according to him were symptoms of low blood glucose. The pt did not test on any other meter during the reported issue and during the reported symptoms. The pt did not seek any medical attention. During the troubleshooting, it was noted that this was not a new product and the interface cable was not attached. Replacement products were sent to the pt. There is no evidence that the subject meter malfunctioned because it was noted that the alleged issue began after the customer reportedly cleaned the meter's display with alcohol. However, this complaint is being reported the pt claimed that he developed symptoms suggestive of hypoglycemia after the reported issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.